Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. (B)(4). Items marked "ni" are unk to us at this time.

Event description:
The hosp reported that during a coronary artery bypass procedure, the ultima activator drive was catching and sticking when it was opened and closed. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.